Event description:
The customer reported that a couple of alarms, including a prime rewind alarm, were received on the insulin pump. The customer's blood glucose was 301 mg/dl. The insulin pump was stated to have been dropped the previous night and the drive support cap was sticking out. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. Several error alarms were noted in the alarm history due to corrupted history files. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.